Event description:
It was reported by the rep that (1) mcl20 was used during a colon resection procedure. It was reported that the device misfired. The device was being used to ligate the vessels on mesentary. The instrument failed to fire and reload the clip. The case was completed with another device and there was no consequence to the pt.